Event description:
It was reported that the device was displaying a service indicator and it would take about a minute to charge up to any energy under 30 joules. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control informed customer that the low charge circuitry on the power conversion board controls the charge rate for energies below 30 joules. Physio-control recommended replacing the power conversion board and to perform the defib calibration on the device. The device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.